Event description:
A customer reported getting "4151 cup trans-z home detect error" on the aia-900 analyzer. The customer rebooted the analyzer, error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), prolactin (prl), estradiol (e2), follicle stimulating hormone (fsh) and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by attempting to homing the system. While troubleshooting, fse found the cup transfer stuck in the down position. Fse replaced the cup transfer z motor and was able to home the system without error. Fse successfully completed cup transfer test run without error. Fse performed quality control (qc) run without error and within acceptable range. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4151] c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event is due to faulty cup transfer z motor.